Manufacturer narrative:
Upon reassessment of the reported event, this report should be voided as it will be correctly reported under manufacturer number 0001825034-2021-00165.

Event description:
Upon reassessment of the reported event, this report should be voided as it will be correctly reported under 0001825034-2021-00165.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device being discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00109.

Event description:
It was reported that the patient underwent a revision procedure of the stem and plate as a result of an unknown accident causing the patient's hip to shatter. Attempts have been made and additional information on the reported event is unavailable at this time.